Event description:
The user facility reported that during an ortho surgery, the patient was burned on the outside of the lip, by the micro drill. The patient had a 10mm blister. Ointment was applied to prevent infection and keep the area moist. There was no clinically significant delay in the surgery due to this event.